Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that the intraocular lens (iol) was mounted according to the standard technique using the company's cartridge and injector. However, resistance encountered during delivery, resulting in apical amputation of the lens. Because the lens had already entered the eye, it was necessary to cut and remove it during the same procedure. Based on additional information received, the surgery performed was cataract phacoemulsification with intraocular lens implantation. The procedure involved patient's right eye. There was no patient harm, and the current patient condition was reported to be very well.